Manufacturer narrative:
(B)(4).

Event description:
A superficial wound infection was observed at the point of the incision for the catheter. Per the reporter, the infection was not caused by the device; the pt had cerebral palsy and was bed-ridden and it was thought that the probable cause could be lying down on the incision. A f/u report will be sent if additional information becomes available.